Event description:
Issue reported by on site abbott field service rep (frs) in 2003. Customer runs all b-hcg samples in duplicate as part of lab protocol. Results of <1.2 and 825.56 were obtained on a sample. The sample was being repeated at the time of the report. Reagent lot in use was 89189m200. Sample appeared normal with no fibrin, particulate matter, or rbc's. Fsr requested ticket opened to perform service on the instrument. The fsr flushed the system and inspected the probes but found no issues from customer in 07/2003. A result of <10 had been inadvertently reported and was questioned by the physician. Repeat testing gave results of 796 and 810. The sample had been stored at room temperature in lab receiving prior to processing and was then refrigerated after processing. Age of sample from draw time until run time was 3 hours. The sample was also run 10 times on another architect in the lab, results were 816, 806, 811, 837, 824, 805, 822, 819, 862. No treatment was given to the patient based on the initial reported result, treatment based on repeat result is unknown. No other patient information is available.